Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm during routine pumping. The customer's blood glucose (bg) level was above 300 mg/dl and a bolus via the pump was delivered to address the bg level. As the occlusion alarm had occurred in the past, tandem customer technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer had been using the pump supplies for up to 6 days. Cts informed the customer that the supplies should be changed every 2 days when humalog is used. The customer acknowledged the information.